Event description:
The information provided by distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: on (B)(6) 2018. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: 12 year-old, male. Previous health condition: n/a. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: case in connection with an tam. It was described that there was a break in the cable and therefore the prosthesis could not be extended. Lengthening was not possible. Implantation took place on (B)(6) 2018 and explantation on (B)(6) 2023. Revision operation was necessary. The complaint report form also indicates: the device failure had adverse effects on patient: no elongation. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is available. The problem occurred during the first use of the device. Patient's current health condition: n/a. Product is not available for return. Further information received on 31 august 2023, from the local distributor: it was not possible to identify when the breakage of the receiver cable occurred. It was not possible to collect further details on the revision surgery performed on (B)(6). The removed item was not returned. Outcome of the treatment: unknown. Further information received on 25 september 2023, from the local distributor: patient's information: 12-year-old, male, weight 58 kg, height 150 cm. When was identified the breakage of the receiver cable? During the x-ray check on (B)(6) 2022. The cable is disconnected at the suspected breaking point, at the point where it is led out of the prosthesis. Was the receiver replaced with another one, or on (B)(6) 2023 was the entire implant removed? The entire implants were removed on (B)(6) 2023. If removed, was the implant returned? The implants were not handed over to us. The doctor states that they are no longer available. Outcome of the treatment: the patient could be successfully revised. The x-rays performed showed a proper fit of the new implant. Manufacturer ref: 2023167. Distributor ref: (B)(4).

Manufacturer narrative:
On february 2023, orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The receiver involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: a technical evaluation of the receiver used was not possible as the device was discarded by the hospital and therefore not returned to orthofix for investigation. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. This cable broke, we must assume that it was intact when inserted and broke at some point after this. We now have three dates when the patient was x-rayed: on (B)(6) 2018, on (B)(6) 2021, on (B)(6) 2022. These images will all be of the implant that was replaced on (B)(6) 2023. We are told that the replacement was successful. This patient has had the distal femur removed, so must have something to replace it. It is possible that the fitbone will be removed and replaced with a permanent prosthesis once the patient has stopped growing. The implants are not being returned so further comments cannot be made. Final comments: a technical evaluation of the receiver used was not possible as the device was discarded by the hospital and therefore not available for the investigation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. Should further information and/or the device involved become available, orthofix will promptly re-open the investigation on the event. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by distributor indicates: hospital name: (B)(6). Surgeon's name: dr. (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: femur. Surgery description: lengthening. Patient's information: 12 year-old, male. Previous health condition: n/a. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: case in connection with an tam. It was described that there was a break in the cable and therefore the prosthesis could not be extended. Lengthening was not possible. Implantation took place on (B)(6) 2018 and explantation on (B)(6) 2023. Revision operation was necessary. The complaint report form also indicates: the device failure had adverse effects on patient: no elongation. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is available. The problem occurred during the first use of the device. Patient's current health condition: n/a. Product is not available for return. Further information received on 31 august 2023, from the local distributor: it was not possible to identify when the breakage of the receiver cable occurred. It was not possible to collect further details on the revision surgery performed on (B)(6) . The removed item was not returned. Outcome of the treatment: unknown. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from (B)(4) gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by (B)(4)gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.